Event description:
I followed directions exactly as given on box and direction paper. Shortly after application on lips I began to feel dull soreness and irritation. It continued until late in the early morning. The soreness became more severe the following morning. I could not read or watch tv. The irritation continued for the next two and a half weeks.